Event description:
Reported continuous positive sars results for 1 no longer symptomatic. Consumer. The consumer communicated that they continue to test positive (quantity of tests performed unknown) with quickvue otc approximately 50 days post initial infection. It was also communicated that the consumer has tested negative with molecular (pcr testing) and other rapid antigen testing.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.